Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a dose of 5.7 mg/day, 600 mcg/ml clonidine at a dose of 342 mcg/day, 15 mg/ml bupivacaine at a dose of 8.5 mcg/day, and 200 mcg/ml baclofen at a dose of 114 mcg/day via an implantable infusion pump for non-malignant pain and multiple back operations. It was reported that the patient heard the pump alarm on (B)(6) 2018. It was determined that there was a motor stall when the managing doctor read the pump in the emergency department that same day. It was decided that the pump would be replaced on (B)(6) 2018. The pump returned to normal function on (B)(6) 2018. The patient denied any known electromagnetic interference. The pump was interrogated, the pump motor stalled at 16:45 on (B)(6) 2018 and recovered at 2:22 on (B)(6) 2018. Any mris were denied. The pump was replaced on (B)(6) 2018 at 13:30. The issue was resolved at the time of this report. The rep was unable to return the pump due to facilities protocol. The pump was sent to pathology for inspection. The rep had attempted to request items from pathology before and they deny any requests from vendors. The patient's status was "alive - no injury" and no symptoms were reported. No further complications were expected or anticipated.